Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.

Event description:
During troubleshooting of a check final line alarm that appeared on the homechoice (hc) display during prime, the home patient (hp)'s caregiver (cg) revealed that they had already started over, but used same bags. The technical service representative (tsr) explained that all new supplies had to be used. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was confirmed; however, a cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.